Event description:
I recently was diagnosed with pre-diabetes. As a result, I need a meter and lancet. To dispose of the lancet needles properly, I purchased a sharps container in (B)(6). It is made by bd. Bd home sharps container ndc (B)(4). I was having trouble understanding as it isn't clear of the provided lid is for proper storage or just for use with disposal. I attempted to go to the website listed for bd as labeled on the sharps container. Www.bddiabetes.com after multiple tries by myself and others it is determined that the website does not exist at all. This leads to many problems as the safety info mentioned is not available to me through the website as was stated. This can result in consumers improperly storing or using the sharps container, especially those of us this is new for. I have not placed the lid on the product as it is so unclear both on the box and the sharps container whether or not I'm supposed to as in one spot it says a snap lock lid and the other it says permanent locking lid. I do not want to chance these needles spilling out especially with pets or children around. There is also conflicting info on the box it came in as the website there differs from. What is actually on the sharps container itself. That website is (B)(4) which is the company's sales website for (B)(4) not consumers. It mentions some of the available products, but the info I need is not available nor are any demonstrations, etc. It is highly confusing and will lead to problems for pts who wish to be educated, but are prevented because of unclear and conflicting info on the packaging and product itself. Lot number is 7004001, other numerous in the label are (B)(4). Imprinted in the plastic in the bottom is (B)(4) and on the lid is (B)(4). Upc on the box is (B)(4).